Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose exceeded 400 mg/dl. The customer treated with an insulin pump bolus. However, when the customer checked his blood glucose it was 466 mg/dl. The customer stated that he felt fine. No products were returned or replaced.